Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber did not fire after being inserted into the patient's abdomen. The procedure was aborted after the patient was sedated for approximately 45 minutes to one hour before cancelling the procedure due to fiber malfunction. The patient was under general anesthesia with an endotrachial tube. There were no reported injuries to the patient. This event is being reported for the procedure aborted.

Manufacturer narrative:
The following fields were updated with additional information: event description (b5).

Event description:
It was reported that the fiber did not fire after being inserted into the patient's abdomen. The procedure was aborted after the patient was sedated for approximately 45 minutes to one hour before cancelling the procedure due to fiber malfunction. The patient was under general anesthesia with an et tube. There were no reported injuries to the patient. This event is being reported for the procedure aborted.

Event description:
It was reported that the fiber did not fire after being inserted into the patient's abdomen. The procedure was aborted after the patient was sedated, and there were no injuries to the patient. This event is being reported for the procedure aborted.